Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient and her husband were traveling, reported they had left the patient programmer (pp) behind and were worried not having that with them would cause a change in patient¿s symptom. Patient said she had not adjusted it in over a month and was stressing out. Patient said her bladder was kind of not working. Patient's husband repeated it was because they were traveling. Patient's husband reported they would be going home in 4 days. Patient said it started 2 days ago when they left home. The patient indicators for use are for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. No further complications were reported/anticipated.